Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant procedure there was placement difficulty of the left ventricular (lv) lead as the place lead was not stable. The lead was removed and replaced with a different model lead. No patient complications have been reported as a result of this event.